Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v893295, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was taken to the emergency room (ER) because 'he was out of it' and had an MRI scan done. It was unclear whether the ER visit, and consequent MRI scan, was on (B)(6) 2012 as the reporter mentioned both dates. The reporter indicated that after that, the patient experienced a loss of therapeutic effect and couldn't hold his urine. The patient was also reportedly getting 'the discomfort feeling' again that he was getting in his penis. Therefore, the patient's stimulation was increased from 1.40v to 1.50v on program 1. It was noted that the patient was going to monitor symptoms and adjust stimulation accordingly.